Manufacturer narrative:
(B)(4). The device was not returned and the lot number was unknown; therefore, a device analysis could not be completed. However, a clamp being left open on unused lines is a known cause of this alarm. Per ¿the homechoice and homechoice pro apd systems patient at-home guide¿, users are instructed that clamps on any unused solution lines must remain closed when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. Should additional relevant information become available, a follow-up report will be submitted.

Event description:
During troubleshooting of an unrelated alarm, it was reported that air was observed in the patient line of the cassette. The event occurred during the initial drain on the homechoice (hc). The home patient (hp) stated the final line clamp was opened when the final line did not have a solution bag attached to the line. The technical service representative (tsr) had the hp close the clamps, disconnected themselves, and cycled power. The tsr assisted the hp to end therapy. The tsr explained that the clamps should be closed on unused lines and advised the hp to start over with new supplies. No patient injury or medical intervention was indicated as a result of this event. No additional information is available.